Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic, rectal, and vaginal area pain, sever urinary and vaginal infections, bowel complications, mesh erosion, and internal bleeding. No further information has been provided.